Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was in the hospital with peritonitis. Follow-up with the pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of nausea, vomiting, abdominal pain, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration not provided). The patient¿s peritoneal effluent culture result returned negative for growth (preliminary 72-hour result); however, the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2022 in stable condition and was recovering from the events. The pdrn stated the cause of the peritonitis was never investigated. The patient returned home and completed her treatment on (B)(6) 2022 utilizing the same liberty select cycler without issue.